Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician noticed insulation damage on the lead. A lead repair kit was used to repair the insulation. Lead function was normal. The patient was in stable condition post procedure.